Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7031755. UDI: (B)(4).

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed for unknown reason and the explanted device will not be return as it was kept at the facility.